Event description:
It was reported that the right ventricular (rv) lead showed rising thresholds. It was also reported that there was a steady rise in impedance and the impedance stayed greater than 2500 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2007. (B)(4).